Event description:
The account alleged that the bed exit does not audibly alarm, but does send a nurse call.

Manufacturer narrative:
The account replaced the left bed function cable to repair the bed.